Event description:
It was reported that low hv lead impedance was observed and an error message stated, "possible output circuit damage." It was noted that the shorted output state was likely caused by a damaged lead. Hence, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received